Event description:
Same case as MDR ID # 2134265-2013-01985 and 2134265-2013-01986. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. Vascular access was obtained through the femoral artery. During the ivus procedure, ilab motordrive was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).